Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: a complaint history check was performed and this is the 2nd. Related complaint for needle breaks off during use pe on lot # 9184145. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related. The patient end of the cannula broke during bending/re-straightening of the patient end of the cannula during use by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the pen ndl 32g 4mm experienced the cannula breaking off and pulling out. A broken portion of the cannula became embedded within the patient, requiring medical intervention. The patient received x-rays and a doctor made incisions searching for the broken piece of needle, but it was never found. The following information was provided by the initial reporter: material no. 320550, batch no. 9184145. Consumer reported needle break in his stomach. Stated, when he tried to remove needle after injection, it got stuck, so he pulled on it causing the patient end to break off. He felt his stomach and could feel the needle sticking out but could not grab. He went to the emergency room. Stated, 6 xrays were done but no needle was found. Stated, he now has "stitches" because the doctor made incision looking for needle. Stated, he was told to watch for infection and he's going back in 2 weeks for follow up date of event: (B)(6) 2021.

Manufacturer narrative:
H6: investigation summary customer returned (11) 4mm, 32g pen needles (1 open without the tear drop label, 10 sealed) from lot # 9184145. Customer states that the non patient end broke off when removing the needle from the insulin pen. All returned pen needles were examined and no bent or broken non patient end of the cannula was observed. Customer states that the patient end of the needle broke off in the stomach. All returned pen needles were examined and the open sample exhibited a broken patient end of the cannula and reddish material on the surface of the hub surrounding the cannula well. Microscopic examination of the returned sample revealed characteristics such as cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. No bent or broken cannula was observed on any of the sealed samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure patient end of the cannula broke. Root cause is user related. The patient end of the cannula broke during bending/re-straightening of the patient end of the cannula during use by the customer.

Event description:
It was reported that the pen ndl 32g 4mm experienced the cannula breaking off and pulling out. A broken portion of the cannula became embedded within the patient, requiring medical intervention. The patient received x-rays and a doctor made incisions searching for the broken piece of needle, but it was never found. The following information was provided by the initial reporter: material no. 320550 batch no. 9184145 consumer reported needle break in his stomach. Stated, when he tried to remove needle after injection, it got stuck, so he pulled on it causing the patient end to break off. He felt his stomach and could feel the needle sticking out but could not grab. He went to the emergency room. Stated, 6 xrays were done but no needle was found. Stated, he now has "stitches" because the doctor made incission looking for needle. Stated, he was told to watch for infection and he's going back in 2 weeks for follow up date of event: (B)(6) 2021.